Manufacturer narrative:
The reported event was addressed with phone support. The isi technical support engineer (tse) suggested that the surgeon should always hold on to the master tool manipulators (mtms) while the system was in "following" mode. The field service engineer (fse) also contacted and confirmed with the customer that the issue did not repeat later. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the right master tool manipulator (mtm) shot across the working space. The intuitive technical support engineer (tse) suggested that the surgeon should always hold on to the mtms while the system is in "following" mode. The procedure was completed with no reported injury.